Event description:
According to the report of (B)(6) 2013, the patient started to hear noises with her ci on (B)(6) 2014, followed by no longer having access to sound. Afterwards, she had access to sound, but with intermittences and noises. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.